Event description:
It was reported that prior to procedure, the left ventricular (lv) lead was disabled due to loss of capture. No symptoms reported. During procedure, fluoroscopic views indicated the patient's lv lead had become dislodged. When the lv lead was being repositioned, the guidewire failed to advance down lead and it exited the lead body leading to insulation damage. On (B)(6) 2021, the lv lead was capped and replaced. The patient was stable throughout procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to advance guidewire and insulation damage were not confirmed. Only the connector portion of the lead was returned in one piece. . Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform guidewire insertion test due to condition of lead.